Event description:
It was reported that there was potential loss of capture (loc) on this pacemaker on the right ventricular (rv) channel. Additionally, technical services (ts) noted that there were noisy signals. The noisy signals were oversensed. Ts advised troubleshooting actions and noted that they could not confirm if there were more than 2 second pauses. The boston scientific representative was able to recreate the noise via isometrics and reprogrammed the pacemaker. The device remains in use. No additional adverse patient effects were reported.

Event description:
It was reported that there was potential loss of capture (loc) on this pacemaker on the right ventricular (rv) channel. Additionally, technical services (ts) noted that there were noisy signals. The noisy signals were oversensed. Ts advised troubleshooting actions and noted that they could not confirm if there were more than 2 second pauses. The boston scientific representative was able to recreate the noise via isometrics and reprogrammed the pacemaker. The device remains in use. No additional adverse patient effects were reported. Subsequently, the device was explanted and replaced. It was noted that there were also low within range pacing impedance and high capture thresholds. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that there was potential loss of capture (loc) on this pacemaker on the right ventricular (rv) channel. Additionally, technical services (ts) noted that there were noisy signals. The noisy signals were oversensed. Ts advised troubleshooting actions and noted that they could not confirm if there were more than 2 second pauses. The boston scientific representative was able to recreate the noise via isometrics and reprogrammed the pacemaker. The device remains in use. No additional adverse patient effects were reported. Subsequently, the device was explanted and replaced. It was noted that there were also low within range pacing impedance and high capture thresholds. No additional adverse patient effects were reported.